Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is completed.

Event description:
The customer reported leakage from the bifurcation area of the mp9256-c that occurred while dextrose 5%/lactated ringers was infusing. No patient harm was reported. Although requested, the event date/time was unk. The customer reported that this has occurred previously however no specific patient or event details and no dates of any other events are available. The only info available is the anecdotal description of: "leaking is not identified during priming, it is identified when the IV is placed on the patient and the tubing is opened for the fluids to run, the nurses have also noticed blood backing up in the tubing (with the defective ones only) before the line is opened for the fluids to run. The y-connector was replaced on every occasion without incident".